Manufacturer narrative:
This known failure mode was analyzed at the parent company in (B)(4) and all parts met design specifications. However, it was determined that these parts had failed because they had seen unusual stress which allowed them to fatigue and break. It was determined that a change in the material for this component would be able to withstand more severe use and not be prone to fatigue. A new design of this part has been implemented into production and the dealer has been supplied the re-designed part to repair the device. The DHR for this device was reviewed and the wheelchair met specifications prior to distribution.

Event description:
Patient was performing a tilt function when the backrest canes broke. The patient caught himself from falling out and did not get injured.